Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted. During troubleshooting with tandem's technical support (cts), it was explained how to clear the alarm. It was noted that the customer did not have the charger at the time of the report to clear the alarm with cts.